Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, the high-pressure test did not pass twice. Instructed the customer to discontinue the pump use. It was reported that the customer inserts in their stomach and they have scar tissue. Advised to use another site.